Manufacturer narrative:
The device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device information is unknown. Based on the information received, the root cause could not be determined. Below are all related report numbers regarding this literature review (10 total for this article): note, this MDR is included in the list below. 3025141-2025-00474.

Event description:
A literature review identified the article, srinivasan rc, jain d, richard mj, et al. Isolated ulnar shortening osteotomy for the treatment of extra-articular distal radius malunion. The journal of hand surgery. 2013 jun;38(6):1106-1110. Doi: 10.1016/j.jhsa.2013.03.015. Pmid: 23707010. A retrospective study reviewed the clinical outcomes of isolated ulnar shortening osteotomies to treat 18 patients with ulnar impaction syndrome after an extra-articular distal radius malunion. This study was conducted from 1990 to 2011. Patients were treated with either an acumed osteotomy system or a wright medical rayhack ulnar shortening system. The number of patients treated with either system was not specified. A 6- or 7-hole 3.5mm standard compression plate was used to stabilize the ulna. An external jig or a reduction clamp was used to maintain compression. A compression screw was advanced across the osteotomy site using a standard lag technique. Patient outcomes were assessed for range of motion and pain, quick disabilities of the arm, shoulder, and hand (quickdash) scores, and radiographic measurements. After surgery, patients achieved improved range of motion, lower pain scores, and lower quickdash scores. Two complications were reported. One (1) patient had an intraoperative fracture that was treated with repositioning the plate. Another (1) patient developed a nonunion at the osteotomy site with hardware failure. This patient required a revision surgery. For all patients, the mean time of radiographic union was achieved by 92 days (range 58-317 days). This study concluded that ulnar shortening osteotomies is an alternative to distal radius osteotomy for distal radius malunion.